Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-17400. It was reported that the patient presented to the clinic for a follow up. Interrogation showed over-sensing lead noise on the patient's right ventricular (rv) lead which lead to an inappropriate shock. The patient was in stable condition before, during and after the event. No changes were made.